Manufacturer narrative:
The device was not returned for analysis, because it remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker had a history of multiple prior devices. According to the patient, a non boston scientific right atrial (ra) lead had produced noise. Due to this issue, the third pacemaker was replaced, and a new lead was implanted; however, the non boston scientific ra lead remained in place and was not explanted per physician discretion. It was later reported that the healthcare professional (hcp) had questions regarding inappropriate atrial tachy response (atr) events due to oversensing. Technical services (ts) was consulted and noted that the atr episode settings were unusual, with an entry count of 1 and a duration of 0 seconds. The hcp also inquired about an extra signal observed on the presenting electrogram (egm). Ts determined that the signal represented noise, as it appeared isolated, occurred when the patient was not moving. Ts identified a history of ra lead noise dating back several years. The non boston scientific ra lead has been implanted for almost forty years, which may contribute to intermittent noisy signals. The pacemaker remains in service, and no adverse patient effects were reported.